Manufacturer narrative:
The manufacturer became aware on 25-jan-2026 that the user experienced a hypoglycemic event on 21-jan-2026 that required emergency medical services and emergency department evaluation. According to the user, the event occurred after prolonged activity and missed meals, during which low glucose alerts were not responded to in a timely manner; the user received oral glucose and was monitored without additional medical treatment and discharged the same day. An investigation was conducted based on user report and available information. Review of the information did not identify a confirmed device malfunction. The event is most consistent with use-related factors, specifically delayed response to low glucose alerts and insufficient treatment of hypoglycemia. It was concluded that no device malfunction was confirmed. If additional device data or information becomes available, a supplemental report will be submitted.

Event description:
On (B)(6) 2026, the user reported that on (B)(6) 2026 they experienced hypoglycemia with a blood glucose value of 35 mg/dl. The user was able to treat the low blood glucose with oral glucose, with assistance from a caregiver. The user was treated by emergency medical services and evaluated in the emergency department, then discharged the same day.